Event description:
Patient implanted with liss plate and screws on the left tibia, (B)(6) 2011. Patient experienced tibia infection status post initial operative procedure and returned to or on (B)(6) 2011. During hardware removal, one of the screws was noted as cold welded to the plate, causing the first screwdriver to break, another screwdriver was used and was bent. Surgeon removed the head of the screw with a drill. Additional hardware removed and discarded by the hospital. Surgeon performed irrigation and debridement, patient closed. This is report 6 of 6 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed that the hexagon of the screwdriver is broken off and was not sent back for investigation. The fracture face is homogenous, which indicates material conformity, and the typical view of a forced rupture. There is no lot number on the device which indicates that this screwdriver was manufactured before 1998. Based on these findings and as in the complaint description a cold-welded screw is mentioned we assume that a mechanical overload during use caused this breakage. No manufacturing related fault could be detected. This part is obsolete and hence a 510k number will not provided. DHR: this part does not have a lot number, and hence a manufacturing date and device history record are not provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for (B)(4). Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for (B)(4).